Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was returned for investigation in used condition without its original packaging inside a plastic bag. The sample was visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. The pump tube did not have an arch; it was flat. The returned product was connected to a cadd legacy plus pump, and a balance mettler toledo in order to look for any unusual function. The returned product passed the accuracy test successfully. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause of the product problem is that during the bag loading operation, the pump tube was not properly assembled, i.e. The pump tube was stretched.

Event description:
Information was received indicating that 24 hours after starting infusion with a cadd cassette reservoirs - flow stop , 26ml of medical fluid was left over. The customer estimated that 15ml should've remained. There was no reported injury to the patient.